Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a high blood glucose of 287 mg/dl after disconnecting from the device and ingesting ice cream and a shake without a meal announcement, and troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no escalation of care or hospitalization. Investigation included user communication and troubleshooting focused on use error and operating instructions. Investigation of this case revealed that the event was attributable to use error related to a missed meal announcement and disconnection from therapy, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to operational use and adherence to instructions for use.